Event description:
A customer reported that during pt treatment, the wedge filter fell out of the machine and onto the floor. There was no pt/user injury.

Manufacturer narrative:
This event is still under investigation. An updated MDR will be sent at a later time. A follow up report will ensure.